Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 419488 lead, implanted: (B)(6) 2010; 4136 boston scientific lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient has a long history of non-compliance with device follow up as well as medication non-compliance. The patient was post left ventricular assist device placement and a remote monitoring transmission was sent. T-wave oversensing (twos) was noted on the right ventricular (rv) lead. There was questionable ventricular sense due to the marker channel on the implantable cardioverter defibrillator (ICD). The ventricular sense markers were not aligned with ventricular complex. Another remote monitoring transmission was sent later that day. The patient was noted to still have twos and was in ventricular tachycardia at the time of the transmission. The device was noted to be nearing elective replacement indicator (eri). Reprogramming was performed and both the device and lead remain in use. No patient complications have been reported as a result of this event.